Event description:
Boston scientific received information that during implant procedure, this right ventricular (rv) lead and pacemaker system exhibited high pacing threshold measurement. When the physician moved the lead, it had good intrinsic amplitude and threshold measurements but impedance measurement was out of range. The physician liked the lead position and decided to leave it there. The system was retested a day after implant and sensing dropped from 16.5 millivolts (mv) to 3.6 mv, impedance measurement was within normal limits and threshold remained steady at 0.6 volts. Unipolar numbers showed the same results. Patient felt some pocket tenderness. The physician stated that the x-ray did not show perforation, maybe a bit of less slack than before but nothing remarkable. The patient will be having atrioventricular node ablation. Boston scientific technical services (ts) suggested to monitor the impedances and threshold changes. The system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.